Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine" syringe insulin 0.5ml +29g needle had foreign matter plastic bead inside the syringe. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Correction date received by manufacturer: incorrect: 02/08/2016. Correct: 09/28/2017.

Manufacturer narrative:
Awareness date: (correction) incorrect awareness date 02/08/2016. Correct date should be 09/28/2017.

Manufacturer narrative:
Investigation summary: investigation summary: customer returned photos of a 1/2cc, 12.7mm, 29g syringe with an open blister pack from lot # 6039544. Customer states that a plastic bead was found in the barrel of the syringe. All of the attached photos were examined and exhibited the syringe with a piece of material in the fluid path of the barrel. This material appears to be a piece of plastic but its exact identity cannot be determined from the photos. Photos will be forwarded to manufacturing ((B)(4)) for further review. As per manufacturing, a review of the device history record was completed for batch# 6039544. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customers indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: possible root cause: the grinder at the mold press can discharge barrel runner pieces which are kicked out of the grinder and the air transfer system for the parts pulls the regrind pieces into the tote with the molded barrels. Static charge can cause the runner pieces to adhere to the tote or molded components. Totes of molded components are transferred to the assembly operations, which then are emptied into the vibratory bin. This can dislodge the regrind piece, which can potentially find its way into the barrel fluid path. Rationale: based on the investigation, no CAPA is required at this time.